Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) ranging from 45-180 mg/dl. Suspected cause was due to pump software delivering automatic boluses. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.